Manufacturer narrative:
Investigation summary: investigation into this event determined that a software malfunction occurred. The data innovations instrument manager driver for the hospital's lis caused reuse of pt names in some cases. There was no malfunction of the other parts of the engen system. The root cause of this event is software malfunction.

Event description:
A customer observed multiple pt sample results associated with the wrong pt demographics on their engen laboratory automation system. Mis-association of pt demographics and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of pt harm as a result of this event.